Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(6) 2004 and obtained the following info: pt alleging that the meter powers off during use. She had been obtaining a result of 7 mg/dl and felt that the reading was inaccurate. Medical affairs acknowledge that with the result of 7 mg/dl, the pt would not have been coherent; however, there is no info on the condition of the test strips or the expiration date. She went to the hospital and her result was in the 400's and was treated with insulin. No info on the time difference between her meter reading and hospital's meter. Her meter had powered off during use and the batteries were replaced less than a year. The pt refused to provide medical affairs any further info and wanted to know if she was getting a replacement meter. Customer service was unable to resolve the issue and sent the pt a new meter. Based upon the info provided, this case is being reported a malfunction, since the issue with the power issue with the meter was not resolved.